Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the secondary came apart could not be verified due to the product not being returned for failure investigation. A device history record review for model ms3500-15 lot number 20083096 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experiecned component separation and leakage. The following information was provided by the initial reporter: material #: ms3500-15 batch/lot #: 20083096. Secondary tubing came apart under the plastic chamber. Dexamethasone/zofran medication spilled all over the floor after medication was spiked and hung. Pt had to wait an additional 25-30 min to have new IV bag made and hung. This delayed his care.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation and leakage. The following information was provided by the initial reporter: material #: ms3500-15 batch/lot #: 20083096. Secondary tubing came apart under the plastic chamber. Dexamethasone/zofran medication spilled all over the floor after medication was spiked and hung. Pt had to wait an additional 25-30 min to have new IV bag made and hung. This delayed his care.